Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result, generated by the access 2 immunoassay system for three patients. Customer tested a sample for accu tni and obtained a result of 69.40 ng/ml and repeat results of 68.94 ng/ml and 0.06 ng/ml. A sample obtained from another patient gave a result of 0.56 ng/ml and repeated at 0.02 ng/ml. A sample from a third patient gave a result of 39.30 ng/ml and upon re-testing, gave a result of 0.04 ng/ml. The erroneous results were not reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation data was not supplied. A system check performed on 05/09/2008 at 9:33 a.m., after the aspirate probes were changed, failed the wash portion out of specifications high. The customer continued to run accu tni patient results with a failed system check. Accu tni qc was run and recovered out of specifications high. The customer changed the aspirate probes again and found one bent aspirate probe. The customer repeated the system check on 05/09/2008 at 12:00 which met specifications. Qc was repeated after the event which recovered within specifications. Service was not sent for this event due to cts resolving the issue through normal troubleshooting with the customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).